Event description:
Pt in for endometrial ablation. At end of case (after pt had left the or), staff noticed that the loop at the end of the device was missing. Physician was notified & follow up will be done with the pt.